Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the device and is noted within the device instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device was explanted but it has not been returned by the hopsital. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of oversensing is a known inherent risk of the device. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this device was explanted but it has not been returned by the hospital. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of oversensing is a known inherent risk of the device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise that was being oversensed however, there was no inappropriate therapy as a result. Additionally, it was noted that the smart pass feature had programmed itself off. Technical services (ts) was consulted to review data and confirmed there is baseline drift and noise that indicate an impedance change in the system. Ts discussed possible causes and provided troubleshooting options. Troubleshooting was performed and the noise could be reproduced. The plan is to perform x-rays. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that indicated troubleshooting was performed and it was confirmed there was a baseline drift and noise. The physician switched to the secondary vector in which there was smaller r-waves however, there was still observations of noise. The physician decided to turn off tachy therapy and admitted the patient to the hospital. When programmed to alternate the r-t wave was too small to use. Subsequently, the patient underwent a revision procedure, and the device was explanted and replaced. The device is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise that was being oversensed however, there was no inappropriate therapy as a result. Additionally, it was noted that the smart pass feature had programmed itself off. Technical services (ts) was consulted to review data and confirmed there is baseline drift and noise that indicate an impedance change in the system. Ts discussed possible causes and provided troubleshooting options. Troubleshooting was performed and the noise could be reproduced. The plan is to perform x-rays. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that indicated troubleshooting was performed and it was confirmed there was a baseline drift and noise. The physician switched to the secondary vector in which there was smaller r-waves however, there was still observations of noise. The physician decided to turn off tachy therapy and admitted the patient to the hospital. When programmed to alternate the r-t wave was too small to use. Subsequently, the patient underwent a revision procedure, and the device was explanted and replaced. The device is expected to be returned. No additional adverse patient effects were reported.